Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1835106 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician deployed another 6f-7f mynxgrip vascular closure device (vcd) and the balloon ruptured while pulling back. The physician had to hold manual pressure to achieve hemostasis. There was no reported patient injury. The product was opened in a sterile field. The product was stored as per labeling. This account had a number of failures which prompted them previously to set aside the remaining units in the same box. In this regard, the account is requesting replacement for entire box.

Manufacturer narrative:
As reported, the physician deployed another 6f-7f mynxgrip vascular closure device (vcd) and the balloon ruptured while pulling back. The physician had to hold manual pressure to achieve hemostasis. There was no reported patient injury. The product was opened in a sterile field. The product was stored as per labeling. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, the syringe was connected to the catheter with stopcock open, the procedure sheath was on the catheter shaft, covering the balloon proximal tip, and the sealant and advancer tube were observed to have been remain in the manufactured position as received. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon proximal neck. The returned procedure sheath¿s distal end was inspected and found not damaged. Also, visual inspection showed that the location of the tear in the balloon of the returned device was not likely caused by the damages in the procedure sheath¿s distal end. A product history record (phr) review of lot f1835106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although not provided) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon and there were no damages noted to the procedural sheath received. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.